Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not filling the cartridge with room temperature insulin. Tandem technical support educated the customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.